Event description:
Info received indicates that none of the bed functions would operate.

Manufacturer narrative:
The facility's maintenance found fluid ingress into the power supply board. Maintenance replaced the power supply board to repair the bed.